Manufacturer narrative:
One device was returned for repair with complaint that when the battery was inserted, error 1210 was displayed. Two repair requests were made in the past one year. Error code 1210 was recorded in the event log, and the reported problem was confirmed. The root cause of the event was an anomaly in the component (the microprocessor board), and it was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed.

Event description:
It was reported that when the battery was inserted into pump, error 1210 was displayed. This occurred during priming at the facility. Analysis of device was performed, and it was determined that an anomaly in the microprocessor board was the cause of complaint. There was no reported patient involvement, and no patient harm was reported.